Manufacturer narrative:
The product was not returned for eval. No conclusion can be made as to whether a potential defect, malfunction or other product condition existed which could have caused or contributed to the pt's hospitalization. The qualification records for the product lot were reviewed; all acceptance criteria were met. The omnipod user's guide emphasized the importance of frequent blood glucose monitoring to detect issues early and correct them promptly. In case of a reading >250 mg/dl, it recommends taking a correction bolus and retesting in two hours, taking a second bolus by manual injection at that time if the reading remains elevated.

Event description:
Pt's mother reported that ther daughter activated the device on the morning of (B)(6) 2010 and that evening at 7:21 pm, her blood glucose measured 117 mg/dl. At 5:28 am on (B)(6) 2010, a 5.2 units insulin bolus was administered in response to a blood glucose reading of 328 mg/dl. Her daughter's blood glucose remained elevated and at 10 am, although she was not feeling ill, they went to the hospital, where her blood glucose was 253 mg/dl at 10:32 am. The pt was admitted for dka and remained for 24 hours.